Manufacturer narrative:
Patient information was unavailable from the site. Event problem and evaluation: on 19-mar-2015, a medtronic representative went to the site and performed an imaging system checkout. Mechanical testing confirmed that the system was not booting properly. No imaging functions were available, only the driving function was available. The imaging system software was reinstalled and the configuration files were restored. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the imaging system displayed the message system booting, please wait" during cage placement. There was a reported delay to the procedure of less than 1 hour due to this issue. The surgeon opted to complete the cage placement procedure without the use of the imaging system. A c-arm was used to confirm screw placement. There was no impact on patient outcome.